Manufacturer narrative:
The device was available for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that during a surgery that a quartex polyaxial screw was broken during insertion and remains in the patient's bone post operatively. This event occurred in japan.